Event description:
Additional information received reported the patient was doing well. The patient was receiving effective therapy. The implantable neurostimulator (ins) depletion was probably caused by the short circuit. The short circuit was detected due to the ins depletion. During the replacement the short circuit was detected. It was noted that after the replacement and reprogramming the patient was receiving effective therapy without a short circuit and the battery of the ins was still working fine.

Manufacturer narrative:
Concomitant: product ID 37085-60, serial# (B)(4), implanted: 2010-(B)(6), explanted: 2014-(B)(6), product type extension.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the extension (s/n (B)(4)) found no anomaly.

Manufacturer narrative:
Product analysis: product ID#: 37601. Analysis determined that the implantable neurostimulator (ins) output and telemetry were acceptable. The battery is near normal battery depletion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that low impedance of 38 ohms was measured. It was noted the impedance between contact 9 and 10 was 41 ohms before the troubleshooting operation. It was further noted the implantable neurostimulator (ins) was empty after three months. The reporter stated that during the revision surgery, the healthcare professional (hcp) disconnected the ins and measured the impedance from the extension and lead and all impedances were okay. It was noted the hcp then connected the new ins to the extension and lead and measured impedances again. It was further noted the impedance between electrode 9 and 10 was low at 38 ohms. The reporter stated the hcp opened the connection between the lead and extension and measured impedances with the lead. It was noted that all impedances were okay. It was further noted the hcp explanted and replaced the extension. The reporter stated the hcp measured impedances with the new extension and they were okay. It was noted the impedance testing, x-rays, and reprogramming was done. It was further noted the ins was implanted last (B)(6) and three months later the ins showed an elective replacement indicator (eri) message. It was noted that there were no patient symptoms or complications associated with this event and the patient status at the time of this report was alive with no injury. Additional information received reported that in (B)(6), the ins showed eri and the hcp planned the troubleshooting operation on (B)(6) 2014. It was noted the ins and extension were replaced.

Manufacturer narrative:
Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2014, product type: extension. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.